Event description:
On 10/29/1998 following a percutaneous transluminal coronary angioplasty procedure, an angio-seal device was placed in a pt's right groin. Hemostasis was not achieved with the device, and manual pressure and a c-clamp were applied with control of the bleeding. Later (length of time not specified) the pt was noted to have lost her pedal pulses in her procedure leg. The pt was taken to surgery where collagen was identified as having been deployed within the artery. The pt's hosp stay was extended (date of discharge not known); however, as of 12/02/1998 there has been no further report to the MFR of complication or pt sequelae.